Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported on (B)(6) 2016, a lead check caused this lead to go unipolar, but in office testing and diagnostics showed all lead parameters were in range. On (B)(6) 2016 another report via home monitoring alerted for bipolar failure. The physician continued to monitor the impedance. We received additional information on feb 27, 2018 this lead is inactive due to clavicular crush and possible fracture. Lead remains implanted. Should additional information become available, this file will be updated.